Manufacturer narrative:
No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt experienced hematometra and endometritis after an endometrial thermal ablation procedure. Initially, the pt was treated post-operatively for irritable bowel syndrome for several weeks by her general practitioner. Subsequently, the pt was diagnosed by a gynecologist with hematometra. No further info was available at this time.